Manufacturer narrative:
On 10/13/2017 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - complaint confirmed. Per engineerings findings, the handles are bent on the post clamp subassemblies and one of the posts will not properly fasten to the table rail. General maintenance needed. Handle is visually over thrown, next step is disassemble and replace bent handle. Device history evaluation - no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. Conclusion: most likely cause for bent handles is clamping too tight which deforms the internal lock cam. On one unit the post would not fasten to table rail. The most likely cause of this event is wear and tear.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The locking bolt on the arm of the table clamp is not locking firm when the handle is turned to secure it. Two posts are in need of repair. Patient not prepped, surgery canceled.